Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. The needle fell inside of patient, and finally it was retrieved through CT. Another like device was used to complete the procedure. Surgery was delayed for about 30 to 40 minutes. There were no adverse patient consequences reported. The patient is stable now. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/30/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.